Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator failed its refractory test. The generator has not been received into service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product was returned to service.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of "failed refractory test" and no errors were found in the log files. It was noted that the battery had normal depletion and that the device did fail its incoming testing. The microprocessing unit board was repositioned and the device calibrated. It then passed its tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.